Manufacturer narrative:
All buttons functioned properly, and no damage was noted on the keypad assembly. The lcd keypad connector was locked properly. No unexpected numbers ramping/scrolling on their own noted. However, the pump was received with cracked battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of received a button error alarm on their insulin pump. The customer's blood glucose was unknown. It was reported that the customer's up arrow key was unresponsive.the customer was advised to discontinue use of the device, and that it would need to be replaced and returned.